Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were unsure what circumstances led to the 2 accidents. It was noted they didn't have the urge to have a bowel movement. It was stated the steps taken to resolve the reported issue were fiber and prayer.

Event description:
A patient reported they had 2 accidents on (B)(6) and wants to know what program she was on before. The patient was not able to remember which program she was on previously. The patient stated she will review her notes and switch to a different program and monitor symptom control. The patient noted their symptoms were sudden in on set. The patient called back and stated they were told a button could be broken. The patient was not able to increase or decrease since last weekend. The patient reviewed her book afterwards and determined that her stimulation was off and she no longer has the issue. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.